Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure, the physician pushed the guide wire in the lead which damaged the lead. The patient had no consequences.

Manufacturer narrative:
The reported event of lead insulation damage was confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any anomalies. Visual inspection found the lead insulation punctured. The cause of the lead insulation damage is consistent with procedural damage.